Manufacturer narrative:
Dentsply sirona became aware of a malfunction that occurred while using the astra tech implant system ev os. This report is for the implant driver. The dental implant device report was submitted under MFR report#: xxxxxxx. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that the implant driver fractured and led to the immediate removal of the implant.